Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a hardware failure occurred with auxiliary drawer 4.1. The rss status indicated the es station was online. Troubleshooting steps included attempts to recover the drawer and restart the station; however, the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) performed maintenance inspection and verified that no fault was present. The field service engineer (fse) checked the cubie bins for debris, inspected the back of the pixies, removed any debris found, and accessed the hardware test application, where no issues were identified. The customer performed testing and inventory functions, and normal operation was confirmed. The system functioned as intended after field service engineer investigated the issue.